Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a short remaining longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further review, analysis confirmed this event to be related to a known advisory issue for medtronic programmers. Please see report # 2182208-2020-02101 for advisory information. This report is being submitted as part of a retrospective review associated with the cfx longevity estimator software error advisory (report/FDA recall number 2182208-10-02-2019-004-c). If information is provided in the future, a supplemental report will be issued.

Event description:
It was later determined that the shorter than expected longevity estimate was due to a programmer software estimator error.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d had a shorter than expected longevity estimate due to the device having a longevity estimator software error. The device remains in use. No patient complications have been reported as a result of this event.